Event description:
According to the reporter, the trachea tube cuff leaked air suddenly, and the patient's blood oxygen saturation decreased gradually, and the gas overflow could be heard in the throat. The ventilator was suspended, and the trachea tube was immediately removed and endotracheal intubation was performed again, and endotracheal intubation was successful. After the rescue, the patient's blood oxygen saturation increased and the rescue was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.